Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h4, h6: part: 03.010.104; lot: 69p1261; manufacturing site: bettlach; release to warehouse date: september 15, 2020. A manufacturing record evaluation was performed for the lot # 69p1261 of article # 03.010.104 and no non-conformances were identified. Visual inspection: the drill bit 3- flutes dx.x (p/n: 03.010.104, lot # 69p1261) was returned and received at us customer quality cq. Upon visual inspection, the flutes on the distal tip was nicked and deformed. No other issues were identified with the returned component of the device. Device failure/defect identified? Yes. Functional test: functional test cannot be performed as the device was received by itself. However, the allegation will not cut/dull can be confirmed because the flutes on the distal tip was nicked and deformed. Dimensional inspection: no dimensional inspection can be performed due to post-manufacturing damage. Document/specification review based on the date of manufacture, the current and manufactured revision of drawings were reviewed drill bit with quick coupling current and manufactured revisions. Complaint confirmed? Yes. Investigation conclusion the complaint condition is confirmed for the drill bit 3- flutes dx.x (p/n: 03.010.104, lot # 69p1261). There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a synthes employee. The investigation could not be completed. No conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on an unknown date that the im reduction tool/curved with quick coupling was twisted, one drill bit was without edge and one drill bit was damaged. There was no patient involvement. This report is for one (1) 4.2mm three-fluted drill bit qc/needle point/145mm. This is report 3 of 3 for (B)(4).